Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department after receiving a vibratory alert. Upon interrogation, the device was found to be in backup vvi mode since (B)(6) 2019. The device was restored. Upon resetting the device, the device was reprogrammed to the prior settings. The patient was stable.